Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a t3/t4/t5 bkp procedure in a patient diagnosed with compression fracture due to metastatic bone tumor. It was reported that bkp is performed on t3/t4/t5 for metastatic tumors, and the physician recognizes that it is not suitable for use, and starts bkp from t4,then proceeded to t5 and t3, and the cement on the left side of t3 was injected; however, it appeared to leak into the vertebral canal on the images, so a vertebectomy was added, the leaking cement was removed, and the procedure was completed with no cement residue on the images. There was a delay of more than 60 mins. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.